Event description:
It was reported that leak occurred. A left atrial appendage closure procedure was performed and a 31mm watchman flx closure device was implanted. A routine follow-up computed tomography scan approximately four months post implant, revealed a peri-device leak greater than 5mm and the closure device appeared shifted and misshapen.